Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold and was noted during wound check. Moreover, the physician determined that there was likely micro-dislodgement due to the amount of slack left during the implant. Additional information received indicates that the lead dislodgement was not totally confirmed during the case. It was suspected based on the lack of slack that the lead had upon using x-rays prior to the revision procedure and fluoroscopy during the procedure. The hospital-maintained possession of the lead. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold and was noted during wound check. Moreover, the physician determined that there was likely micro-dislodgement due to the amount of slack left during the implant. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.